Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd nexiva threading treading faulty. The following information was provided by the initial reporter: situation: issue: the IV set was faulty, leaking at the mainline port. Tightening caps did not work because the threading was faulty. IV had to be removed and pt had to be stuck again for IV insertion. Background: event date: 12/6/2024. Ih #: 80011227. Mfg #: 383531. Description: cath IV nexiva 24gax.075 383531. Sample available: yes (if sample is available and would like it sent for your evaluation, please reply all, and attach a return shipping label via email) lot #: 4178005. Assessment: credit requested: no. Po # 82528. Was there injury? No. Name of facility: xxx. Main contact name and email address: xxx. Frontline caregivers contact information (if applicable): na. Account # po purchased on: (B)(4).

Manufacturer narrative:
Investigation results: the complaint of damaged luer adapters was confirmed and the cause appeared to be manufacturing related. Two 24g nexiva devices were provided for investigation. On one sample, the straight adapter exhibited deformation from being compressed. The yellow adapter material was pushed inward, which caused the luer taper to deform inside the adapter. The deformation prevented a seal between the q-syte connector and the adapter. On the other sample. The threads on the y-adapter were damaged and the deformation was not consistent with overtightening. In both instances, the damage and deformation appeared to be manufacturing related. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.